Manufacturer narrative:
The device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for evaluation. A review of the lot history record for this product was not performed because the lot number was not reported and the product was not returned for analysis. The reported patient effect(s) of thrombosis and ischemia are listed in the perclose proglide suture-mediated closure (smc) system instructions for use ( as a known patient effect(s) of the perclose proglide suture-mediated closure (smc) system. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a proglide device with a 6f sheath after a percutaneous coronary intervention (pci) procedure. Reportedly, the patient pulses were normal when checked after the procedure; however, two days later, the patient developed a cold leg and was readmitted to the hospital. It was found that the cold leg was due to occlusive thrombus formation which was noted on ultrasound. The clot was in the general vicinity of where the proglide had been deployed. Open thrombectomy and fasciotomy were performed on (B)(6) 2021 due to compartment syndrome. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.